Event description:
Patient developed an infection in the catheter site following left inguinal hernia surgery. No cultures performed. Patient reported condition after catheter was removed. Update (B)(6) 2009, patient did not shower or change dressing for 4 days, and catheter left in one day after pump was empty. Catheter removed by nurse. Update (B)(6) 2009, physicians do not believe the pump contributed to or caused the infection.

Manufacturer narrative:
No sample was received for investigation and evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. The directions for use (dfu, pn 1306078, rev. C) contains a warning: "4. Remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter." This dfu also contains the same instruction for catheter removal. Dfu's (pns 1304265, rev. J, 1304265, rev. H, and 1306078, rev. C) instruct to "use aseptic technique". If additional information becomes available in the future we will reopen this complaint.